Manufacturer narrative:
The reported 4.75mm healicoil rsb sa anchor system, used in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the anchor broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not using the proper prep device prior to insertion of the screw. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that during the surgery the helicoil broke off. Another smith and nephew back-up device was used to complete the surgery. No significant delay was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.